Event description:
Caller indicated the relion confirm meter was reading low. Customer received reading of 44 called ems. Ems showed a reading of 159. No treatment given. Possible incorrect blood application technique. Controls not used.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product